Event description:
The customer reported that the images were mixed up inside the same case. There is not report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The customer was instructed on a software workaround the reported issue.